Event description:
An attempt was made to use the device on a person diagnosed in cardiac arrest. According to the report, the device operator was unable to plug the defibrillation electrode connector into the mating connector on the device. Another set of electrodes was made available and used to administer one shock to the pt with no other problems reported. The pt survived.

Manufacturer narrative:
The electrodes were visually examined. The electrode therapy cable connector pin was misaligned and would not allow connection to the mating therapy cable.